Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of granuloma and capsular contracture baker grade unknown are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: granuloma and capsular contracture baker grade unknown.

Event description:
Patient reports right side capsular contracture, baker grade unknown, granuloma, nodule, and cyst. The reported events of arterial hypertension, lithiasis, arthrosis, thyroid nodule, and meningitis are not related to the device. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.4, d.6.

Event description:
Patient later reported capsular contracture, baker grade IV.